Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2016,animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings. Review of the black box and pump histories revealed evidence of load step malfunction with multiple call service 163 due to force equal to zero warnings recorded on (B)(6) 2016. During investigation, the piston was not able to recognize the cartridge upon the first attempt to load; the load step malfunction was duplicated during investigation. The pump was opened for investigation and revealed a tear in the force sensor flex. Unrelated to the original complaint, the battery compartment was noted to be cracked.